Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a power error detected alarm on the insulin pump. Customer was advised the internal power source was unable to charge. The customer was advised into insert a new battery to clear the alarm. The customer also reported a failed battery test alarm that was not troubleshot. The customer also stated they did not receive a low battery alert prior to a replace battery now alarm. The customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.